Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; d3; d6b; g1; h1; h6.

Event description:
Healthcare professional later confirmed the device was found to be intact, and the event of rupture to not have occurred.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange from textured to smooth due to the patients concerns with the product and possible "ruptured implants". Device remains implanted.